Event description:
On (B)(6) 2011 customer reported that during their weekly maintenance on the dxc 800 pro instrument, the cartridge chemistry (cc) sample probe was leaking fluid. Customer technical support (cts) advised customer to put the instrument in standby mode and clamp the wash line on the wash collar and prime. Customer stated that the probe still leaked. No injuries were reported and no erroneous patient data was generated. On (B)(4) 2011 field service engineer (fse) examined the instrument and confirmed that the cc sample probe was leaking. Fse replaced the 3-way valve above the sample syringe and performed a probe alignment. The issue was resolved.

Manufacturer narrative:
(B)(4).